Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation determined that the reported dislodgment was likely due to operational context (inadvertent mishandling). The rx herculink elite instruction for use, instructs: prior to using the rx herculink elite peripheral stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Failing to inspect the stent prior to use did not cause the dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 5.0x15mm rx herculink elite stent delivery system (sds) was advanced to the target lesion and the balloon inflated when the stent was noted to be missing. The stent was found inside the protective sheath. The sds was removed and the procedure completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.